Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had right ventricle (rv) failure post lvad implant and placed on right centrimag support. There were bleeding issues including subarachnoid hemorrhage (sah) and bleeding in the lungs. The patient also experienced multiple hypoxic episodes during the attempts to remove the blood clots from his lungs. A decision was made to withdraw care, and the patient expired.

Manufacturer narrative:
The device was returned to the manufacturer and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.